Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified and heavily tortuous vessel. The 2.50x15 mm nc traveler balloon dilatation catheter (bdc) was advanced and inflated but ruptured at nominal pressure. The device was removed and the procedure was completed with a non-abbott bdc. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.